Event description:
Customer reported the insulin pump had a gap in the bottom part. Customer stated the damage was on the bottom were the drive support cap is the gap between the device and the piece that connects to the bottom. Customer's blood glucose was 117 mg/dl. Customer was unsure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. No physical damage was noted between the end cap and bottom casing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.